Event description:
A customer reported a cgm error 42 with their pump and encountered issues with charging. There was no adverse impact to the customer's blood glucose level. Technical support (cts) provided instructions for a complete pump reset, but since the charging issue persisted even after trying different adapters and cables, a replacement pump was issued. The customer was advised on how to ensure continuous insulin delivery using a backup therapy and to return the problematic pump to avoid charges. They were also informed about programming the new pump and connecting their cgm.